Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the pump was disposed of at the explanting facility, it was not returned. A definitive root cause of the alleged infection was not able to be confirmed per follow-up. Physician responded that "pocket was infected' when causality was requested. Internal complaint number: complaint-(B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to infection. The attending physician said that the pump pocket was infected.